Event description:
During a generator replacement surgery planned due to total battery depletion, diagnostics on the new generator showed high impedance. After removing, cleaning, and re-seating the pin another series of diagnostics resulted in high lead impedance. The patient's lead was replaced and high impedance resolved. The suspect product was discarded. No further relevant information has been received to date.

Manufacturer narrative:
Lot #, corrected data: the suspect product's lot number was inadvertently not provided in the initial report device manufacture date, corrected data: the suspect product's manufacturing date was inadvertently not provided in the initial report.